Event description:
It was reported that the patient had passed away, as stated in an online obituary. The cause and circumstances of death were not apparent, though information was provided on the patient¿s medical conditions at the time of his death. The generator and lead device history records were reviewed, and it was found that all specifications were met prior to distribution. Follow up with the patient¿s funeral home showed that the patient had an autopsy performed. This was done under the jurisdiction of the state medical examiner system. The funeral home did not work with the patient until he was processed through the medical examiner. The medical examiner identified that autopsy reports will only be released to family members or legal representatives. No additional pertinent information has been received to date.

Event description:
The generator was received. It was stated that the device was no longer being held for further investigation and interrogation of them is not necessary. Analysis in the lab found that the device did not communicate and had reached an end of service condition, which were due to a depleted battery. An open can measurement of the battery voltage confirmed that the battery was depleted. The depleted battery condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. Analysis of the generator in the lab concluded that no abnormal performance or any other type of adverse condition was found.